Event description:
It was reported that this patient has received two inappropriate shocks due to oversensing of air bubble noise. The patient elected to have the entire system explanted. No additional adverse events were reported.